Event description:
It was reported that the patient¿s entire pacing system, including the pacemaker and the right atrial (ra) and right ventricular (rv) leads, was explanted on (B)(6) 2026 due to infection. No adverse patient effects were reported.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.